Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7561620 and 7573091, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. In relation to 7561620: the expiration date is 3/11/2023 and the manufactured date is 3/12/2018. In relation to 7573091: the expiration date is 4/22/2023 and the manufactured date is 4/23/2018. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old american indian or alaskan native female patient underwent a primary breast augmentation with 550cc mentor memorygel breast implants and experienced postoperative unilateral rupture. It was not reported which side the rupture was on. However, the lot and serial numbers of the patient's implanted devices were provided (catalog number 3505504bc, left-sided lot number 7561620, serial number (B)(4), right-sided lot number 7573091, right-sided serial number 7573091-048) but the information for the impacted device is not conclusively known at this time. If mentor receives information regarding the actual suspect medical device, a supplemental report will be submitted in light of clarification. The rupture diagnosis was confirmed by physician upon examination. It was reported that the patient plans to replace their impacted device with a mentor gel breast implant. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient also had capsular contracture baker grade iii (side unknown). Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain.   Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was revealed on (B)(6) 2020. Mentor became aware that capsular contracture reported was bilateral. See 1645337-2020-11672 for contralateral prosthesis report. The side of rupture remains unknown, and will continue to be reported under this device. Also, the unspecified surgical intervention reported has not yet taken place, and therefore, is not yet part of this event. If additional information is received in the future, then a supplemental report will be submitted. 2. Is required intervention-uncheck. 2. Is other serious- check. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 11, 2020. The patient underwent an unspecified surgical intervention as a result of the capsular contracture. On may 29, 2020 mentor became aware that it erroneously omitted the device side with lot and serial numbers from the supplemental report submitted on december 16, 2019. The complaint device was the left sided prosthesis. Is other serious- uncheck. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 10, 2021. It was stated that the patients capsular contracture has resolved. Manufacturer¿s reference number: (B)(4).